Event description:
The patient was reevaluated 4 days after hysterectomy for abdominal pain and distension. She was found to have a perforated sigmoid colon. She was brought emergently to the operating room where she underwent the repair of perforation and an end-colostomy. The patient was admitted to the intensive care unit on ventilator and blood pressure support medications. She had an extensive stay in the intensive care unit where she suffered from bilateral pleural effusions and pneumonia. She was eventually able to be transferred to the general medical floor.